Event description:
It was reported that during unpacking the protective sheath of the xpert stent was noted to be a little shifted and one stent strut was deployed. The device was not used on the patient. The procedure was concluded with success by using another xpert. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.